Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a follow-up on a patient with an implantable device, the programmer powered on normally. After placing the radiofrequency(rf) head and initiating interrogation, the programmer displayed a message stating ¿formatting report, please wait.¿ after some time, the screen went black and an error message was displayed. It was noted that the programmer then became unresponsive. Troubleshooting steps, including rebooting the programmer, were performed; however, the issue persisted and reoccurred upon restart. No patient complications have been reported as a result of this event.